Manufacturer narrative:
The device was returned to zoll medical corporation for evaluation. The customer's report of no video display; during disassembly of the device to determine root cause, the technician observed damage consistant with mis-handling. The lcd display panel was replaced. The device was recertified and returned to the customer. The customer's report of the device failed self test for defib was duplicated and attributed to a fractured solder joint on a transformer on the processor/bridge/pace (pbp) board. The pbp board was replaced to resolve the report. Analysis of reports of this type has not identified an increase in trend.

Manufacturer narrative:
This supplemental medwatch report updates information based upon your request which differs from the initial medwatch report filed. Please reference sections d4 model # updated, d4 catalog # removed, d4 primary UDI # updated.

Event description:
Complainant alleged that while attempting to monitor a patient (age & gender unknown), the device powered on without display and failed self test for defib function. Complainant indicated that the clinician obtained another device to continue treating the patient. Complainant indicated that there was no adverse effect to the patient due to the reported malfunction.

Manufacturer narrative:
Zoll medical corporation has received the product and will be providing a supplemental report when our investigation is completed.